Event description:
The customer reported that the system displayed an 'xray is disabled' error message. A system reboot was required to clear the error message and regain system functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.